Manufacturer narrative:
Batch review performed on 19 april 2024: lot 188114: (B)(4). Items manufactured and released on 29-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 4 years and 6 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.